Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure (event) observed during analysis. External insulation abrasion was noted at 11.5-12.5cm and 13.5-14.5cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at these locations.